Manufacturer narrative:
(B)(4). Batch #: v9431t. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Did the device pass the pre-test? -the did device pass the pre-test. Had the device been working and then stopped? -the device had been working and then stopped. Did the patient experience any adverse consequences due to this issue? There was nothing problem. I don't know any more information. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the instrument was not working properly.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2022. D4 batch #: v95a92. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. No anomalies were noted with the functionality of the device. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.